Event description:
It was reported that the patient experienced system alerts indicating low glucose and urgent low soon while using the ilet system, and a new case was created to collect additional information about the hypoglycemic event. Symptoms included hypoglycemia. Outcomes included the need for attention due to device alerts without reported hospitalization. Investigation included collection of additional event details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction or component-specific issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.